Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line placed in the right basilica for twenty four days to administer intravenous antibiotics was leaking at the distal end of the line. The line was removed in an additional procedure and a new PICC line was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was available at the time of this report.

Manufacturer narrative:
Device name- turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. Investigation - evaluation: a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. Product was returned for evaluation. A visual examination noted the clear tubing was partially severed from the purple hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.